Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the lead of the device had extruded into the ear canal. It was reported that the electrode was accidentally pulled during an ear toilet procedure at another hospital. Subsequently, the device has been explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.